Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6)2013, upon sensor removal, sensor wire was missing. Patient is not complaining about any discomfort at the insertion site and has not sought medical intervention.